Event description:
Broken medwatch (B)(4) -it was reported that on (B)(6) 2013, a (B)(6) year old morbidly obese patient underwent a kidney procedure with tp tendon advancement for the removal of bone spur. The freer elevator broke off in the left foot during surgery and was recovered by the surgeon. No retained object or fragments noted in the foot. No harm to the patient or staff. The age of the device is unknown.

Manufacturer narrative:
(B)(4). The device is not available for investigation. If additional information becomes available a follow-up MDR will be sent.